Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap right hemicolectomy the manual echelon 60mm stapler was used to transect mesentery. A white reload was used successfully but the second white reload firing jammed during the firing sequence. It stopped on the second trigger firing. The surgeon attempted the knife reverse but still could not return the knife back to the home position. At this time the stapler was partially fired and closed on mesentery. The surgeon then placed clips on either side of the stapler and cut the tissue. The stapler was removed from the patient and set aside. No adverse events reported and the case was successfully completed with another echelon 60mm stapler with no issues.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a950. Investigation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.